Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
The following incident was reported by the distributor: during the fixation of the head in ¿lock¿ position, the patient¿s head slid out of the 3 points fixation and cut the head of the patient. It seems that the fixation of the pins become loose, even though the fixation was in ¿lock¿ position.